Event description:
The customer reported that the system exhibited an error and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and generator interface pcb coin battery were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.